Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The instrument was found to have thermal damage on the yaw pulley. The instrument passed an electrical continuity test.

Event description:
It was reported that during central processing, the technician noticed that a small portion of plastic at the base of the metal forceps jaw had metal. The technician claims that out of the box, this was broken. There was no report of patient involvement.